Manufacturer narrative:
Based on the information available and the patient's history with repeated sepsis, the root cause of the event cannot be determined. Unsuccessful repeated attempts at obtaining additional details were attempted. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
This MDR was initially reported with the incorrect manufacturer on MDR 0001822565-2017-02686. Investigation in process.

Event description:
On (B)(6) 2017 an event was reported as surgeon (B)(6) explanted a tantalum cone due to a repeated sepsis. Initial review showed that the patient was implanted with a tmt femoral cone on (B)(6) 2016, which was explanted due to repeated sepsis on (B)(6) 2017.